Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown) with an unknown dose and concentration via an implantable pump for spinal pain. It was reported on 2017-jan-01 patient's pump had been alarming like a siren not like a beep. It was noted to be consistent with synchromed alarms. It was stated patient was having problems with insurance company and they were refusing to refill patient's pump. Patient stated pump has been dry for seven months now due to this problem with the insurance company and (B)(6). It was noted patient was no longer seeing healthcare professional (hcp) that implanted patient. It was stated patient was seeing a new hcp and that it was okayed by insurance company. It was stated patient last saw hcp on (B)(6) 2016 and asked hcp to check pump to assure that it was in fact empty, but hcp indicated he could not do that without a printout. Patient wanted to no what she could do to help. It was noted patient was to follow up with hcp, and it was reviewed hcp can schedule for local representative (rep) to assist hcp in reading patient's pump/printout. Patient's situation was reviewed and can only be addressed by a hcp at this point. It was stated patient will call hcp back regarding reported issues. No symptoms were reported. It was noted patient's hcp works at (B)(6). It was stated prior to the pump going dry, patient had a "morphine mix" and patient did not recall the dose or concentration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.